Event description:
It was reported that the patient presented for a procedure. During the implant procedure it was noted that the right ventricular lead was oversensing. The lead was repositioned several times, but oversensing issue continued. It was also noted that there was a change in the lead structure where the suture sleeve was. Damage lead was suspected. The lead was not used, and a new lead was implanted. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported events of insulation damage, oversensing noise and suture sleeve movement were not confirmed. A complete lead was returned in one piece. Analysis of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. Suture sleeve was able to be adjusted throughout the lead body with no restriction.